Event description:
In 2009, the patient's father reported that both the up and down buttons of the patient's infusion device were no longer functioning. The patient noticed the issue "last year" while attempting to bolus. The patient's father inserted a new battery into the infusion device and attempted to perform a quick bolus using the down button, but the button did not respond. No beep or alert occurred when the button was pressed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.